Manufacturer narrative:
Age at time of event: 18 years or older. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 99.8cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed damage to the tip. There is blood present in the inflation lumen and guidewire lumen. The balloon is partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, mildly calcified and mildly tortuous lesion in the left anterior descending artery. While advancing the 8mm x 2.75mm nc quantum apex balloon through the guiding catheter, the balloon catheter shaft broke and the two parts were removed from the vessel. The procedure was successfully completed with a different device without issue or patient injury.